Manufacturer narrative:
The insulin pump was returned with no battery installed. The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The caller stated that the customer had a car accident on (B)(6) 2015; they hit the telephone pole. The caller stated that they believe the customer was unconscious when they hit the telephone pole. The customer's last recorded blood glucose value was recorded 4-5 hours prior to the car accident it was recorded on (B)(6) 2015 at 7 pm and was 40 mg/dl. The customer's blood glucose was 70 mg/dl by the time the customer got transported to the hospital. The caller was unsure whether the customer treated themselves or whether the paramedics had treated the customer. The customer passed away on (B)(6) 2015 at 12:05 am. The customer was wearing the insulin pump at the time of death. The customer was using sensors; however, the caller was unsure if a sensor was worn at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.